Event description:
It was reported that, while performing a standing ankle surgery (trauma surgery) on (B)(6) 2012, the surgeon was using a clamp and one of the blots broke when he was tightening the blot with the blue hoffman t handle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.